Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. It was unable to perform the displacement test due to the keypad anomaly. The device also had cracked display window corners and scratched lcd display window. No moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was exercising and the keypad was facing her skin. Blood glucose value was 195 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.